Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited artifact which resulted in an inappropriate shock for this patient. A boston scientific field representative captured the s-ECG with patient just sitting in the clinic and the same artifact was observed. A boston scientific technical services consultant recommended secondary sense vector which looked clean with the patient sitting still. However, significant noise was noted during arm movements. Device therapy was programmed off and x-rays were performed. Efforts to obtain additional report details were unsuccessful. No additional adverse patient effects were reported.